Event description:
A malfunction was reported on the pump by the caller, with no prior notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, tandem technical support arranged to replace the pump with one that has updated software and instructed the caller on backup therapy using mdi, storage mode, and returning the problematic pump. The customer acknowledged and understood all provided instructions.